Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for cervical/neck and spinal pain. It was noted that the patient currently has 2 implantable neurostimulator (ins) devices implanted. One ins is rechargeable and the other ins is non-rechargeable. It was reported that the patient saw a health care professional (hcp) a few months ago to get studies done on their neck because they had stenosis. The neck issues and stenosis were reported to have started the latter part of 2016. The hcp wanted to give the patient an epidural. The caller did not know if the stenosis was related to the device or therapy. It was reported that there was a pocket issue. The non-rechargeable implantable neurostimulator (ins) was stinging the patient¿s buttocks since (B)(6) 2015. It was noted that they ¿could not drive or anything¿ so they did a revision and moved it to the patient¿s right front side. It was asked but unknown when this revision occurred. It was noted that the patient had not fully recovered from the revision as now it was bothersome and uncomfortable where the ins was located since (B)(6) 2016. The patient could not sleep on their side. It was reported that the patient was a small person and so the outline of the ins could be seen in tight pants. It was reported that the patient could not turn the non-rechargeable implantable neurostimulator (ins) on because if they tried to run it it felt like it jolted them. Shocking was reported. There were no related falls or traumas. It was reported that the patient tried to talk to their hcp regarding this in (B)(6) 2017 but it was reported that the discussion did not occur due to scheduling. This issue started in (B)(6) 2016. It was reported that the patient thought their stimulators had been recalled. It was reported that the caller was reading from their cards that they had a 17714 and a 17714. It was reviewed with the patient that their old devices were 97714 and 37714 so it could be that they were reading their old cards; however, the caller did not think that they were reading from their old cards. The patient was redirected to their health care professional (hcp) in order to clarify which devices were currently implanted. It was reviewed that the manufacturer does not contact the patients directly regarding recalls but instead sends information to hcps so that the hcp can forward information to patients if it might be applicable for them. It was noted that the recalls that the patient had been reading about were the device not charging right and stimulation turning on by itself. No further complications were reported.